Event description:
The monitor was returned for investigation and did not pass incoming testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received eight inappropriate treatments. The device was started up at 12:34:52 on (B)(6) 2023. At 14:16:58, an arrhythmia was detected. ECG was obscured due to CPR/electrode lead fall off. At 14:17:35, the patient received the first inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:18:09, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was asystole with intermittent cardiac, CPR/motion artifact and electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:18:36, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:19:50, the patient received the fourth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was idioventricular rhythm @ 10 bpm. At 14:20:24, the patient received the fifth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:20:58, the patient received the sixth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:21:23, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:21:56, the patient received the eighth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The device was shut down at 14:22:06 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the patient death since the latest available ECG recording strip ((B)(6) 2023 2:21:49 pm) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received eight inappropriate treatments. The device was started up at 12:34:52 on (B)(6) 2023. At 14:16:58, an arrhythmia was detected. ECG was obscured due to CPR/electrode lead fall off. At 14:17:35, the patient received the first inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:18:09, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was asystole with intermittent cardiac, CPR/motion artifact and electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:18:36, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:19:50, the patient received the fourth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was idioventricular rhythm @ 10 bpm. At 14:20:24, the patient received the fifth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:20:58, the patient received the sixth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:21:23, the patient received the seventh inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was idioventricular rhythm @ 20 bpm with CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. At 14:21:56, the patient received the eighth inappropriate treatment. CPR/electrode lead fall off contributed to the false detection. The rhythm at the time of treatment was obscured due to CPR/electrode lead fall off. Post shock rhythm was obscured due to CPR/electrode lead fall off. The device was shut down at 14:22:06 on (B)(6) 2023.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.